Manufacturer narrative:
Follow-up # 1: the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(6) 2013 and (B)(6) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultramini meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 around 330pm-4pm. It was reported the patient obtained a blood glucose result ¿100 points higher¿ with the subject meter compared to the other device, performed within 30 minutes of each other. Specific results were not provided. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual management routine. About 5 minutes after the start of the alleged issue, the reporter claimed the patient felt symptoms of chest pain, shaky, diarrhea, sweating and stomach pains. The patient treated self with imodium and zofran. No additional treatment was specified. At the time of the alleged issue, the reporter alleged the patient also obtained blood glucose results of ¿30 and 69 mg/dl¿ with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was not able to walk the reporter through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and obtained a blood glucose result with another device suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.